Event description:
Report received of an independent rate change. The pump was returned to the hospital's biomedical engineering dept with an unsigned note that read, "do not use pump, changed rate by itself. The screen was flashing." There was no tracking info in order to obtain specific event or pt info. The customer contact stated that there were no reported adverse pt events while the pump was in clinical use. During MFR testing, a review of the pump history indicated that there was an error in programming the device. Though requested, no further info was available.